Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Additionally, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer changed the pump supplies to address the issues. Customer's blood glucose was between 169-253mg/dl.